Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) with a varipulse and qdot catheter and post ablation, patient experienced a stroke. The report indicated that during the first half of the pulsed field ablation (pfa) case, the procedure was performed using half normal saline and the case proceeded normally. The ngen system was used for the cavotricuspid isthmus (cti) line, then the physician went back to trupulse to finish the procedure using normal saline. At that point, the tpi feature was nonfunctional and tpi was "unknown and brown¿. The bookmark was saved and will be uploaded to the lightening app. No errors were displayed. A carto 3 system was used for the procedure. Then, the physician called back and stated that the patient suffered a stroke. No other details were known at the time of the call. Additional information indicated that the physician¿s opinion on the cause of this adverse event is varipulse/pfa. It is unknown what kind of intervention was provided. The outcome of the adverse event was unchanged. It is unknown if the patient required extended hospitalization. The procedural activated clotting time (act) was therapeutic. Multiple catheter exchanges were reported - varipulse to qdot to varipulse. Double transseptal puncture sites were performed during the procedure. Both ablation catheters (varipulse and qdot) are being reported conservatively since both were used for ablation.